Event description:
(B)(6) study. It was reported that an in-stent restenosis occurred. On (B)(6) 2020, coronary artery angiography showed severe stenosis of multiple branches in the coronary arteries. Percutaneous coronary intervention was recommended. On (B)(6) 2020, the 90% stenosis in the proximal to distal right coronary artery (rca) was treated with 3.5mm x 38mm, 4.0mm x 28mm and 4.0mm x 20mm synergy stents. Post treatment, residual stenosis was noted to be 0%. This was followed by treatment of the 90% stenosis in the proximal to mid left anterior descending artery (lad) with 2.25mm x 32mm and 2.5mm x 32mm synergy stents. Post treatment, residual stenosis was noted to be 0%. On (B)(6) 2020, the subject was discharged. On (B)(6) 2020, angiography revealed in-stent restenosis in the 4.0mm x 28mm synergy stent implanted in mid rca which was treated with a 4.0mm x 20mm balloon. Residual stenosis was noted to be 25%.